Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("blurry eyes"), ocular hyperaemia ("red eyes"), migraine with aura ("optical migraine"), malaise ("sick"), visual impairment ("horrible vision") and fatigue ("tired of this event after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vision blurred, ocular hyperaemia, migraine with aura, malaise, visual impairment and fatigue outcome was unknown. The reporter considered fatigue, malaise, medical device removal, migraine with aura, ocular hyperaemia, vision blurred and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:medical device removal, vision blurred, ocular hyperemia, migraine, sickness, visual impairment, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.